Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports "two weeks after patient left hospital, symptoms of pain, swelling presented. Puncture of seroma was operated, staphylococcus aureus was detected. After antibiotic agent was provided, there is still no improvement of the swelling and seroma, partial areolae presented necrosis." This record is for the right side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), seroma, and "partial areolae necrosis".

Event description:
Healthcare professional reports "two weeks after patient left hospital, symptoms of pain, swelling presented. Puncture of seroma was operated, staphylococcus aureus was detected. After antibiotic agent was provided, there is still no improvement of the swelling and seroma, partial areolae presented necrosis." This record is for the right side. The device has been explanted.